Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00132. It was reported that the pacemaker dependent patient presented to the hospital for lead extraction and an upgrade to cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation, episodes of mode switch due to atrial lead noise were observed. Insulation anomaly was observed on both ra and rv leads caused by suture tied to leads not using suture sleeves. The leads were explanted and replaced without complication. The patient was stable.

Manufacturer narrative:
Additional information: the reported events of noise and insulation anomaly caused by suture tied to leads not using suture sleeve were confirmed. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual inspection found inner insulation abrasion at the proximal region of the lead consistent with suture tie down damage. The cause of the reported events was isolated to the abraded inner insulation consistent with over tightened suture tie.